Manufacturer narrative:
The handpiece was not returned for investigation. Three good-faith efforts were made to retrieve the device but to no avail. Thus, the root cause remains undeterminable due to the inability to investigate the device. A review of the device history record (DHR) for ab2000-e (B)(6) was conducted. It was confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. A review of the device history record (DHR) for lot number hp2000-c (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural setup, the aquabeam robotic system generated an "e23 - motorpack error", which was able to be resolved after troubleshooting. However, the aquabeam robotic system then generated an "e22 - motorpack" error and "e42 - motorpack error". Further troubleshooting was able to resolve the issue and the procedure was completed successfully. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.